Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of clogged air and water nozzles, foreign matter inside the air/water (nozzle) and poor instrument passage in forceps channel the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited clogged air and water nozzles, foreign matter inside the air/water (nozzle) and poor instrument passage in the forceps channel. There was no patient involvement.